Event description:
After administration of the varnish, the patient suffered from persistent nausea, which later turned into vomiting. The patient was hospitalized with an infusion. The symptoms had completely subsided after one day. The patient has fully recovered without any consequential damage.

Manufacturer narrative:
The affected product was not sent in and could not be checked. Voco profluorid varnish contains rosin and artificial flavors. Intolerance to these ingredients cannot be ruled out in rare cases. The instructions for use contain appropriate warnings. A reaction to the sodium fluoride contained is unlikely. According to experience, the required amount for a complete set of teeth is between 0.25 ml and 0.40 ml. The fluoride content of a single dose is far below the potentially toxic dose of 5mg per kg body weight.